Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the consumer had initially experienced itchy and dry contact lenses, and then, obtained conjunctivitis and a corneal ulcer (od). The consumer sought medical treatment and was prescribed antibiotics (ofloxacin and moxifloxacin). A reasonable and good faith effort was made to obtain medical documentation without results. This event is being reported out of an abundance of caution based on the alleged corneal ulcer.

Manufacturer narrative:
Coopervision received additional information provided by the consumer's ecp, which gave the following detail: on (B)(6) 2016, the consumer visited their ecp with complaints of a watery eye and mild hyperemia (os). A rx for ocuflox (qid x 7days) was given. At the one week follow-up visit, the ecp diagnosed the consumer with spk (os) and a corneal ulcer (od). A rx for moxeza (bid x 7 days) was given. The complaint fully resolved by (B)(6) 2016, with no change to visual acuity and no permanent conditions. In addition, medical intervention was not required to preclude permanent injury.